Event description:
It was reported that two days post high intensity focused ultrasound (hifu) treatment on the patient's arms the patient experienced numbness, tingling, some swelling and pain in the left hand ring finger and small finger. The patient saw a neurologist and diagnosed with nerve trauma similar to a crush injury, and was told it could take weeks to months to heal. The patient was also prescribed pain medication.

Manufacturer narrative:
The clinician stated she is aware that treatment of the arms is considered off label use, and the patient was also aware and signed consent. It was reported nothing out of the ordinary was noted during treatment. Review of the system logs showed no system errors reported during the treatment.